Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported wearing the device inside her dress prior to the error alarm occurring. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.